Event description:
It was reported that the reason for the call was the patient stated they are supposed to be getting an MRI and needed to make sure they are full body eligible. The agent walked the patient through MRI mode and the patient was able to successfully activate and deactivate MRI mode. When therapy was back on the patient stated feeling shocked and this happened last time also. The patient stated it hurt. The caller changed settings and saw settings 4.8 and stated it felt better. The caller requested to go through the steps again. The caller activated MRI mode again and deactivated it. The caller then stated not seeing the activate screen so the agent checked and saw the deactivate screen. Caller stated the settings seemed to have changed and is back to 0. When increasing stimulation, the patient stated it felt sore. The patient then changed to a comfortable level. The patient stated therapy was set at 4.8 and now I t is at program 6 at 2.5. The patient stated they would maintain stimulation level and will continue to track symptoms. There was confirmed stimulation in bicycle seat area and comfortable. After listening to the call, the patient first said they see a 5 on the screen and then after working with MRI mode patient was on program 6. The caller stated not changing programs. The agent thought the patient may have changed programs and did not realize it.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was due to them needing MRI and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.